Manufacturer narrative:
The device was not in clinical use at the time of the event. There was no report of patient or user harm.

Event description:
It was reported to philips that the cooling fan on the device was making a sound (noise). The device was not in clinical use at the time of the event. There was no report of patient or user harm. A philips authorized service personnel (asp) was dispatched to the customer site to provide additional assistance. The asp found that a screw was loose on the fan which was causing the noise. The asp tightened the screw to secure that fan, and the device returned to full functionality.